Event description:
Competitor manufacturers have experienced similar problems (dialysis catheter's external joint cracks), and can provide connectors. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).